Event description:
It was reported that a patient underwent a hysteroscopic electrosurgical procedure on (B)(6) 2011. The surgeon was resecting a submucosal fibroid 6cm in size. Everything was working well and the defect level was in normal range. The patient then went into ventricular tachycardia. Additional information has been requested.

Manufacturer narrative:
(B)(4). The event no longer meets reportable serious injury criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.